Event description:
As reported by the field clinical specialist (fcs), during a left femoral ttvr procedure with an evoque valve, the valve was deployed too low causing severe central leak and posterior paravalvular leak due to the team not being able to get the valve to annulus while exhausting all maneuvers. Color jet was used and tee showed posterior paravalvular leak the patient underwent a valve in valve procedure with a 29mm sapien 3 valve. However, the sapien 3 valve was not stable enough due to the angle of the evoque (45 degree angle). The team was not able to flex all the way down to get the valve parallel. After the sapien 3 valve was deployed, there was still central leak, and posterior paravalvular leakage of the envoque likely due to the sapien 3 valve being deployed too ventricular. Another 29mm sapien 3 valve was prepped and inserted, however, there were difficulties during valve alignment and the balloon on the 29mm commander delivery system "ruptured". The valve was not deployed. A third 29mm sapien 3 valve was prepped, and the patient underwent a successful valve in valve in valve procedure with an additional 29mm sapien 3 valve. The second sapien 3 valve was at a more favorable angle and within an appropriate zone to create seal between the evoque and the first sapien 3 valve, successful deployment. The final results showed trace central tricuspid regurgitation. There were no allegations of a thv edwards device deficiency. Per report, the left vein was very tortuous, and it can be suspected that this inhibited delivery system maneuvers. It was also reported that an anchor could have been caught on a papillary muscle. There was a patient injury due to this event and it resulted in rv failure. Snare used for both valve in valve deployments. Snare was released after first valve in valve. Then re-snared the evoque to place the second valve in valve. No issues during device removal. The patient had to go on ECMO during the procedure. The patient is stable.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedural factors (angle of the pre-existing valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the tricuspid position. Therefore, g4 PMA/510(k) number, was left blank. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use.